Event description:
The customer reported to olympus, the gastrointestinal videoscope that air/water supply and sub-water supply was clogged due to foreign matter adhesion. The issue was found during a therapeutic cauterization procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Foreign material was found adhered to the probe cover, probe mount, and bending section cover (a rubber). In addition, the following non-reportable malfunctions were found during the device evaluation: the bending section cover was chipped. The control unit and grip were scratched. The universal cord was wrinkled. The forceps elevator and forceps elevator lever were scratched. The up/down and right/left knows were scratched. The scope cover was scratched. The paint on the air water cylinder was peeled and the forceps channel shaved. Lastly due to clogging, the water removal ability did not meet standard. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the subject device was sent in for repair. The customer suspects the foreign material was histo acrylic. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 ¿preparation and inspection¿ chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor the field performance of this device.